Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing from their implantable cardioverter defibrillator after it misdiagnosed atrial fibrillation with rapid ventricular rate response as ventricular tachycardia. The device was reprogrammed. The patient did not experience any adverse consequences.